Manufacturer narrative:
Concomitant products: in4130t indeflator, bsj guide wire, 420-8040s balloon catheter, gore dryseal sheath 28cm, gore stent as reported, a large palmaz on a maxi sds ruptured at two to three atmospheres. The target lesion was the common iliac artery with severe calcification and moderate vessel tortuosity. There was no reported patient injury. After stent-grafting in the abdominal aorta and bilateral iliac arteries, a graft in the iliac artery was confirmed to be under-expanded. In order to fix the graft, a palmaz stent was delivered to the iliac artery and dilated in the lesion. The balloon ruptured during the inflation. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter was not ever in an acute bend. Following the rupture, the physician removed the stent delivery system and the stent was re-mounted on a balloon catheter which was successfully deployed. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without return of the device for analysis, the reported balloon burst at/below rbp could not be confirmed and the exact cause could not be determined. Based on the information available for review, there are vessel characteristics (severe calcification and moderate vessel tortuosity) that may have contributed to the difficulty experienced by the customer. Neither the event description nor the DHR suggests that the balloon burst could be related to the manufacturing process of the device; therefore, no corrective action will be taken at this time.

Event description:
As reported by the affiliate an 8x30 / 80cm large palmaz on a maxi sds ruptured at 2-3 atm. Therefore, physician removed it and the stent was re-mounted on a balloon catheter (420-8040s) which was successfully deployed. There was no reported patient injury. The target lesion was a severely calcified lesion in the common iliac artery with severe calcification and moderate vessel tortuosity. After stent-grafting into the abdominal aorta and bilateral iliac arteries, a graft in the iliac artery was confirmed to be under-expanded. In order to fix the graft, palmaz stent was delivered to the iliac artery and dilated in the lesion. The product will not be returned for analysis. The device prepped normally. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. The catheter was not ever in an acute bend. The balloon ruptured during the inflation. Additional information is not available.